Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that system did not start up. After reviewing log file, it was found that there is a malfunctioning in flex vision pc. The actual cause of the issue was with the flex vision pc and hard drive. The customer replaced the flex vision pc and hard drive, after replacing the flex vision pc and hard drive the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start up. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.